Event description:
Patient reported left side "implant is significantly smaller than her right side, and she thinks she has a slow leak." Patient undergone capsulectomy. The device has been explanted, replaced, and discarded.

Manufacturer narrative:
Only device photos were received. Visual analysis: visual analysis of the photographs identified: deflation: not observed openings on the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: ¿having an issue with one of¿ the breast implants (insufficient information).

Event description:
Patient reported left side implant is "significantly smaller than her right side, and she thinks she has a slow leak." The device remains implanted.

Event description:
Patient reported left side implant is "significantly smaller than her right side, and she thinks she has a slow leak." The device remains implanted.